Event description:
Surgeon was performing following procedures: arthroscopy right shoulder rotator cuff repair. Right shoulder arthroscopic subacromial decompression.right shoulder complete arthroscopic mumford procedure, distal clavicle excision.right shoulder arthroscopic debridement, limited.when surgeon began using the arthroscopic surgery blade he noted metal filings appearing in the surgical field. The blade was removed and the surgical site was thoroughly irrigated. The patient has not had any reported adverse effects from the metal filings to date.======================manufacturer response for arthroscopic surgical blade, dionics arthroscopic surgical blade (per site reporter).======================return device to company.